Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change-out, lead fracture was observed. Upon interrogation, high, out of range impedance was observed. High voltage therapies had been programmed off previously in clinic. The rv lead was used only for pacing and sensing. The patient stated they did not want any intervention with the rv lead. The lead remains implanted. The patient had no complications and was stable before, during, and after the procedure.